Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The sensor was inserted into the arm on (B)(6) 2026. On 4/28/26, the patient reported waking up at home in his bed with a cgm value of 70 mg/dl. At an unspecified time later, the patient was feeling weak and lost consciousness. The next thing the patient recalled was waking up in a coffee shop with a barista feeding him sugar. The patient stated he was unaware of how he got to the coffee shop as the last thing he remembered was waking up at home in his bed. The patient¿s cgm was in a brief sensor issue state at this time and then eventually failed (see related srs). The patient reported staying at the coffee shop for 2 hours before leaving. Despite losing consciousness and waking up in a new location, the patient did not seek any assistance from a higher level of care. The patient was ¿getting better but weak¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.